Event description:
Doctor tried to intubate a patient who collapsed in a parking lot. Light in laryngoscope would not stay on due to failure of cap which holds light source in place. Doctor was unable to intubate and patient died.